Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
On 05/19/2022, infutronix received a complaint from an end user: "pump 705904 patient came in for disconnect on (B)(6) 2022 and the pump did not infuse any medication. A different nurse then set the pump up again. When he returned for disconnect the second time the pump did not infuse any medication again. Now for the nurse at the site, the pump will not power on." Device operator was a nurse. Medication infused was 5fu. A patient was involved but not harmed.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Analysis of the returned device is complete. The results are below: the event log was reviewed and there was back-to-back log event on's without a log event off with it. Indicating that an abrupt power off took place during an infusion. The pump was connected to an administration set (hs-008, lot # 2203016) and a 100 ml infusion was started on. The pump. The pump powered off immediately once it was started. A new battery was put into the pump, battery reset was completed, and a new 100 ml infusion was started and ran until completion. The volume infused was 94.29 ml. The programmed volume was 100 ml. So, the flow rate deviation is (B)(4). The flow rate accuracy is not within +/- 5%, which does not meet passing criteria. The reported issue was confirmed. The root cause for the abrupt power off was a battery with an insufficient charge.